Manufacturer narrative:
Product ID: 3889-28, lot# va0m9wx, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient contacted their doctor the day prior to complain a ¿poky thing next to her spine ¿ irritating her spine but not poking through the skin¿. The doctor¿s office thought something was coming through the skin and directed the patient to contact the emergency room (ER). Additional information received on (B)(4) 2015 reported that the patient had abdominal pain which and went to the ER on (B)(6) 2015. The abdominal pain began the week prior to the ER visit. A CT scan was performed and the patient was told they can see the implantable neurostimulator (ins) device. In addition to the abdominal pain, further symptoms included bowel changes, ¿pooping out blood¿, and diarrhea. The pain got to the point where they could not control it. The pain was present both when the stimulation from their implantable neurostimulator (ins) was on or off. The patient stated that they had a fever after a surgical procedure (date unknown). The patient saw their managing healthcare professional (hcp) on (B)(6) 2015. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.